Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there was one previous similar complaint against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer reported 5 false negatives for two individuals with the cue covid-19 test for home and over the counter (otc) use. This MDR is to document 2 of 5 false negative results. See cases (B)(4) for alternate false negative results. On (B)(6) 2022, individual 1 tested with the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4), lot 22701j) and obtained a false negative result. On (B)(6) 2022, the individual had a pcr with a nasal swab performed and obtained a positive result. Individual 1 received both initial rounds of the moderna vaccine and a booster shot.